Event description:
It was reported that the tubing of a continu-flo solution set collapsed. This occurred during a patient infusion of melphalan via a sigma infusion pump. The reporter stated that when the infusion rate reached greater than 700, the tubing collapsed. There was no patient injury or medical intervention reported to be associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.